Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the arm. On (B)(6)2026, the patient noted that they were not receiving cgm readings for more than one hour due to the sensor issue. During this time, the patient developed muscle cramps. A blood glucose check showed a value of approximately 600 mg/dl. The patient reported experiencing symptoms consistent with diabetic ketoacidosis (dka) and was presented to the hospital. Upon arrival, a hospital blood glucose measurement was also approximately 600 mg/dl. The patient was treated with IV insulin and remained hospitalized for seven days, ultimately being discharged on 01/31/2026. At the time of the report, the patient stated they were feeling fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.